Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Further information was requested however, was not provided.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. There were no patient consequences.